Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-09 sap ecc service and repair (B)(4) (rep, hcp, for): it was reported that the patient's device was rapidly discharging. It was noted that high impedances were observed on contacts 1 and 2 and low impedance was observed on contact 0 and 4. The stimulator was unable to deliver current despite being switched on. It was further stated that the patient had a fall slightly before this became an issue and that the ins appeared to be side to side. The hcp believed something was broken. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
D6a. The implant date is an estimated date (month and year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.